Event description:
It was reported that the patient experienced both low and high blood glucose while using the ilet, with lows occurring after the patient announced multiple meals to correct elevated glucose and with frequent device resets performed by the family. Symptoms included malaise associated with hypoglycemia. Outcomes included transient blood glucose excursions ranging from 62 mg/dl to 354 mg/dl with device alerts and patient self-treatment using oral glucose. Investigation included review of device usage data, education on appropriate meal announcements and correction practices, and troubleshooting guidance. Investigation of this case revealed that repeated meal announcements used as corrections and frequent device resets affected ilet insulin dosing behavior, contributing to hypoglycemia and hyperglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to dosing behavior and device operation.